Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2015. The first event was 2 minutes 34 seconds in duration. The pads were properly adhered to the patient at 00:00:10. The patient initially presented ventricular fibrillation (vf), and a shock was advised. The device then reassessed the rhythm and it was determined as "non-shockable". The device disarmed and a shock was not advised. The device prompted ¿pads off¿, ¿pads on¿ and ¿check pads¿ between 00:00:15 and 00:00:25. The patient presented fine (non-shockable) vf at this time and a shock was not advised. The device prompted the user to ¿begin CPR¿ at 00:00:41, and the device prompted ¿pads off¿ and ¿pads on¿ throughout this cycle, suggesting that the pads were not adequately adhered. The device was switched off at 00:02:30. Event 2: (B)(6) 2018 ¿ 15:52:19; this second event was 1 minute 24 seconds in duration. The device prompted ¿pads off¿, ¿pads on¿ and ¿check pads¿ for the entirety of the event. This suggests the pads were not adequately adhered, or the pad-pak was not inserted correctly. Event 3: (B)(6) 2018 ¿ 20:13:14; this third event was 3 minutes in duration. It occurred approximately 4 hours after the previous events. The presenting arrhythmia was asystole, and a shock was not advised. Compressions were not applied during this event. Event 4: (B)(6) 2018 ¿ 20:39:00; this fourth event was 9 seconds in duration. The presenting arrhythmia was asystole, and the device was turned off mid-algorithm assessment. The device was powered on and the user was issued with the advisory speech prompts, 10 seconds into the event the electrode pads were detected as being attached to the patient. The patient¿s heart rhythm presented as ventricular fibrillation. A shock was initially advised but the patient impedance dropped out of range resulting in the device disarming. With no in range impedance detected the user was then repeatedly advised to ¿check pads, press pads firmly to patient¿s bare skin¿.during the investigation, the device was found to be correctly measuring impedance throughout the range even under the stress of elevated temperature. An in range patient impedance was detected prior to the ¿check pads¿ message, which would suggest the electrode pads had initially been correctly attached. There was no fault found with the returned sam 350p. This device shall by retained by heartsine as per complaint handling procedure (B)(4).

Event description:
This was a patient involved event which occured in (B)(6). The enduser alleges that sam350p unit used continued to say check pads during the event. The patient did not survive.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
This was a patient involved event which occured in (B)(6). The enduser alleges that sam350p unit used continued to say check pads during the event. The patient did not survive.